Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with vision, patient stated that vision was blurry for distance and near, cannot see contrast and the vision at night was very bad with glare and halos. The iol was explanted in secondary procedure for different company lens. There was no patient harm, the surgeon prognosis was good, and patient was not hospitalized. No further information available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if a qualified combination of products were used with the lens. The root cause cannot be determined for the reported complaint. The product was not returned for an evaluation. The facility indicated in the file that "no iol will be returned for this pr. The facility discarded the iol." Information was provided in the file that the company lens (1.50 cyl add power +2.2/+3.2) 14.0 diopter lens was removed and replaced with a non-company lens (14.0 diopter). This information may suggest that the replacement lens model was an improved selection for the patient's vision needs or preferences. There have been no other complaints reported in the lot number. (B)(4). The manufacturer internal reference number is: 2022-28004